Manufacturer narrative:
As the lead is not able to be returned, clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up check, this pacemaker had a magnet rate of 90 ppm with a remaining longevity of less than 0.5 years. Lead measurements were normal, and there were no allegations against the system. A replacement procedure was scheduled. When the patient was hospitalized in preparation for the procedure, transient pacing failure was detected on the hospital ECG monitor. Ventricular pacing output was increased, but this did not resolve the issue. The pacing failure was observed several times and continued for three to four cycles. An x-ray was performed, with no lead issues noted. The cause of the pacing failure could not be determined, as lead and device diagnostics remained normal. The patient complained of dizziness due to the pacing pauses. The replacement procedure was performed the following day. No pacing failure was observed during the procedure; however, as the chronic leads had been implanted for greater than 20 years, they were surgically abandoned. New leads were implanted with the new device. No additional adverse patient effects were reported.